Event description:
Patient reported issues with the cartridge not staying in place. There was no adverse impact to the customer¿s blood glucose level reported. Customer declined further troubleshooting and no additional information was received regarding the outcome of the event.